Manufacturer narrative:
Continuation of d10: product ID 97745nt. Serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device.  The reason for call was patient stated that they dropped their controller to the hard brick floor. Patient said that they are about to charge it to ac power cord when they dropped it. Patient stated that their controller does not work, they cannot get to their groups, and the screen barely turns on. Patient said that there was scratch on the left-hand side of the screen. Patient said that they have to press the screen 20 times to unlock and sometimes the screen does not unlock. Patient stated that they get quiet a "electricity" at night since they are at 20 and they normally turn it down at night to 15 but they cannot change the settings. A request was sent to repair to replace the controller.

Manufacturer narrative:
Section g3 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.